Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting loss of capture. The patient experienced syncope and loss of consciousness. The ipg was explanted.